Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter on the bd vacutainer® multi sample blood collection needle with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer's indicated failure mode.

Event description:
It was reported that there was a black fm like rubbish on the bd vacutainer® multi sample blood collection needle. Multi sample blood collection needle point. No injuries or medical interventions were reported as a result of this occurence.